Event description:
It was reported that the rx accunet was unable to be pushed through the tortuous anatomy distal to the lesion. An attempt was made to use a buddy wire ( a non-guidant guide wire) and a balance middlewight guide wire, but the guide wires could not pass through anatomy either. The carotid dissected and closed. There were no clinical problems due to excellent crossfill from the right carotid artery.